Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an outflow graft malfunction. The graft was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported graft malfunction could not be conclusively determined through this investigation. The account was unable to provide any further documentation regarding the malfunction, and no product was received for evaluation. The patient was stable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for the outflow graft lot number 8127209 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The graft shipped with the lvas kit on 09mar2022. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including device malfunctions. No further information was provided. The manufacturer is closing the file on this event.